Manufacturer narrative:
The pump passed the active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment; however, a partially broken retainer ring was noted during visual inspection. Failed battery test alarms were not confirmed during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed 5 pump error 58 alarms on 20-aug-2024 at 23:04:20.000 to 23:05:31.000. Pump was cut open to perform visual inspection and found j7 connector not plugged in properly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing, and partially broken retainer. Battery cap cracked/damaged was not confirmed during testing. Failed battery test was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. High sleep current measurement was confirmed during testing due to j7 connector not being plugged in properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported battery cap damaged. The customer reported receiving a battery failed alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.